Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a (B)(6) old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis") and abdominal pain lower ("left qudrant pain"). The patient was treated with surgery (roboticaliy assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, depression and abdominal pain lower had resolved and the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: decscipancies in date of insertion (B)(6) 2015. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 22-may-2018: pfs and medical record received: event mood swings, abnormal vaginal bleeding, menorrhagia, vaginitis, vulvovaginitis, apareunia, depression, migraines, headaches, dysmenorrhea, dyspareunia, fatigue, weight gain, left qudrant pain added. Reporters,events outcome,lab data,concurrent condition,lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a 35-year-old female patient who had essure (batch no. B61389-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo progevera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings") and abdominal pain lower ("left quadrant pain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, depression and abdominal pain lower had resolved and the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: reoccupancies in date of insertion (B)(6) 2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a 35-year-old female patient who had essure (batch no. B61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo progevera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). In october 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings") and abdominal pain lower ("left qudrant pain"). The patient was treated with surgery (roboticaliy assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, depression and abdominal pain lower had resolved and the uterine haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: decscipancies in date of insertion-(B)(6) 2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Concomitant drug were added. Added event mental anguish. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("uterine hemorrhaging") in a female patient who had essure inserted for female sterilization. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and uterine haemorrhage ('uterine hemorrhaging') in a 35-year-old female patient who had essure (batch no. 861389- not valid,b61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo progevera) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("anxiety"). In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), abdominal pain lower ("left qudrant pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (roboticaliy assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, depression, abdominal pain lower, urinary tract infection and vaginal discharge had resolved and the uterine haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: decscipancies in date of insertion (B)(6) 2015. Current weight 190 lbs. She had been treated for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Batch no b61389, production date 2013-08-20, expiration date 2016-08-31. Lot number 861389 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and uterine haemorrhage ('uterine hemorrhaging') in a 35-year-old female patient who had essure (batch no. 861389- not valid,b61389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo progevera) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), abdominal pain lower ("left qudrant pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (roboticaliy assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, depression, abdominal pain lower, urinary tract infection and vaginal discharge had resolved and the uterine haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: decscipancies in date of insertion-(B)(6) 2015. Current weight 190 lbs. She had been treated for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical records received- lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and uterine haemorrhage ('uterine hemorrhaging') in a 35-year-old female patient who had essure (batch no. 861389-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo progevera) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), abdominal pain lower ("left qudrant pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (roboticaliy assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, depression, abdominal pain lower, urinary tract infection and vaginal discharge had resolved and the uterine haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: decscipancies in date of insertion. (B)(6) 2015. Current weight 190 lbs. She had been treated for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.